Event description:
It was reported that the device was found to be in backup mode. A device restoration was performed successfully and reprogrammed. There were no adverse health consequences, the patient was stable.